Manufacturer narrative:
Alleged failure: when getting ready for surgery, the wand turned on by itself. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the detachment of the suction tube to the suction shaft causing a leak internally, which creates a short. Inadequate gluing operation on the suction tube. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.